Event description:
It has been reported that the device will not boot up.

Manufacturer narrative:
This case is duplicate of (B)(4) with MDR 3030677-2019-01073. The device investigation is still pending.